Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported 'secondary energy too high' message at 68% into surgery. The laser was rebooted, and surgery was completed same day without complications.